Event description:
It was reported that an implantable pacemaker was found in backup mode. The device was switched out for another pacemaker. No patient was involved.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image found that the device was in backup mode due to a reset error. The device was restored and backup operation was reproduced at a cold temperature which was consistent with an integrated circuit anomaly. A longevity assessment was performed and the device was found to have appropriate remaining longevity. No other anomalies were seen. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.